Event description:
It is reported that upon insertion of the stem (tm humeral) locator peg, the inserter broke off and was then retrieved.

Manufacturer narrative:
Evaluation summary: the device history is intact and indicates that the part was manufactured and inspected per specification. The device meets print specifications where measured. The exact cause cannot be determined with certainty. Evaluation: as returned, the distal tip of the inserter is fractured. The device has potential field age of less than 5 months. Mfg documentation is in order and appears to be conforming. Sem analysis indicates a predominant cleavage fracture mechanism that appears to have occurred by repeated impact loading. Eda analysis indicates the device was mfg using 455 sst. No mfg abnormalities could be detected by either method.